Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer was unable to reset the pump at the time of the call and will follow up to attempt a reset later.